Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as improper operations. The patient was hospitalized and treated with an unspecified anti-inflammatory drug infusion for peritonitis. At the time of this report, the patient remained hospitalized and has not recovered from the event. Pd therapy was continued during the treatment. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
The cause of this peritonitis was use error reported to be due to a break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.